Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) intermittently lost signal shortly after a new sensor was applied, with initial function followed by repeated dropouts; the user was guided to toggle the cgm connection and restart the sensor. No adverse clinical symptoms reported. Outcomes included temporary interruption of glucose data used for therapy decisions and no health impact. User support included customer troubleshooting and user education focused on cgm pairing, connection status, and sensor restart procedures. Investigation of this case revealed a communication disruption between the sensor and receiving device consistent with signal loss, with no alarms reported and no responsible device identified. It was concluded, based on previously established findings for similar reports, that the cause was likely external connectivity factors or user-device interface issues.